Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample from cobas e601 analyzer serial number (B)(4). The sample was submitted for investigation and was tested on analytical module (mod-pe) and cobas e411 analyzers on 12/15/2015 and 12/17/2015. Of the data provided the results for ft3 and free thyroxine (ft4) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The customer's results were reported to the physician. There was no adverse event. A specific root cause could not be identified as no further sample material was available for investigation. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not detected.